Manufacturer narrative:
Correction: removed code "e0206: unspecified mental, emotional or behavioral problem" as no mention of problems outside the "e010701: confusion/ disorientation" already covered. Removed code "e0133: stroke/cva" as there was no diagnosis of stroke, just stroke like symptoms. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient experienced hemolysis and confusion or stroke like symptoms. During an ablation procedure a farawave was selected for use. The patient had mitral regur and severely dilated left atrium. A total of 92 applications were administered, with over 70 associated with increased risk of hemolysis. In one notable case discussed with physician, a patient exhibited acute confusion and abnormal speech, prompting a stroke code activation. Neuroimaging revealed no abnormalities. Laboratory results indicated elevated bilirubin (>75 umol/l), increased ldh, and decreased haptoglobin, consistent with hemolysis. The patient's family confirmed the behavioral changes were atypical. No procedural complications or device malfunctions occurred during treatment. The patient fully recovered by the following morning. Follow-up is scheduled to monitor any changes. The device is not expected to be returned since it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient experienced hemolysis and confusion or stroke-like symptoms. During an ablation procedure a farawave was selected for use. The patient had mitral regur and severely dilated left atrium. A total of 92 applications were administered, with over 70 associated with increased risk of hemolysis. In one notable case discussed with physician, a patient exhibited acute confusion and abnormal speech, prompting a stroke code activation. Neuroimaging revealed no abnormalities. Laboratory results indicated elevated bilirubin (>75 umol/l), increased ldh, and decreased haptoglobin, consistent with hemolysis. The patient's family confirmed the behavioral changes were atypical. No procedural complications or device malfunctions occurred during treatment. The patient fully recovered by the following morning. Follow-up is scheduled to monitor any changes. The device is not expected to be returned since it was disposed.